Event description:
The device was used during a bullectomy. Reportedly, the approximating lever broke. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported no pt injury occurred.